Event description:
It was reported that the pump was alarming air in line. Per reporter, the pump settings were reviewed: resolution volume 110ml, rate 2.6ml/hour, total given 320.95ml since (B)(6) 2024 (not cleared by facility). Per reporter, patient did visualize air bubbles within the line. Per reporter, troubleshooting was unsuccessful and the alarm returned upon start up. Per reporter, the cassette was removed and tubing assessed for air and kinks, air bubbles were present in line, and the tubing was massaged/cassette tapped on a hard surface and reattached. This did not resolve the issue and the alarm persisted. Per reporter, this event occurred at the patient's home. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.